Event description:
Litigation alleges that the patient experienced pain, swelling, fluid, grinding, metal flakes in and around the socket, and a limited range of motion on account of his asr left hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.